Event description:
The customer reported false positive antibody screening tests with reagent red blood cell #2 of biotestcell p3. A research for antibodies came up negative. The incident occurred on the stated date of event and is sporadically reoccurring. The customer has returned the patient sample that had caused the false positive test result, and the supposedly defective product was returned, too. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false positive antibody screening tests with reagent red blood cell #2 of biotestcell p3 with biovue igg. A research for antibodies came up negative. The incident occured on the stated date of event and reoccurred sporadically. The customer returned five patient samples that had caused false positive test results and the supposedly defective product was returned, too, for investigational testing. Our quality control laboratory tested the five samples with the supposedly defective product in tango optimo. All samples reacted unambiguously negative. The supposedly defective product was tested with different positive and negative controls and samples. All positive and negative reactions were correct. Further testings of the five patient samples in the tube technique yielded in negative reactions, except patient sample c. This sample displayed some unclear mixed field reactions with all three screening cells. Further testings of patient sample c were not possible because the material was exhausted. The gelcard system is not suitable for the customer´s intended application: detection of unexpected antibodies. In this case, we recommend the tube test and solid phase test solidscreen with tango optimo. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.